Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported motor fault, ventilator inoperable (vent inop) and low minute volume (ve). The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and found that transducer pt800 was unresponsive to pressure input and the output differential voltage was outside of specification.